Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 4 mmol/l and 16 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation has be performed per adc's established processes and procedures and a follow-up report will be submitted if returned product is received. All pertinent information available to abbott diabetes care has been submitted.